Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("abdominal pain/severe cramping"). The patient was treated with surgery (she was forced to undergo surgeries to remove essure coils). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching on (B)(6)2009, bacterial vaginosis on (B)(6)2009, vaginal discharge abnormality on (B)(6)2009 and menorrhagia. Concurrent conditions included breast pain since (B)(6)2010 and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In 2009, the patient experienced abdominal pain lower ("abdominal pain/severe cramping") and pain in extremity ("aching leg pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation, ablation and bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and pain in extremity was resolving and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2019: reporters added. Essure coding was changed from essure 205 to essure since start date was (B)(6)2008. Added lot number. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), genital haemorrhage ('heavy abnormal bleeding'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching on (B)(6) 2009, bacterial vaginosis on (B)(6) 2009, vaginal discharge abnormality on (B)(6) 2009 and menorrhagia. Concurrent conditions included breast pain since (B)(6) 2010 and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In 2009, the patient experienced abdominal pain lower ("abdominal pain/severe cramping") and pain in extremity ("aching leg pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation, ablation and bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and pain in extremity was resolving and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-feb-2020: ppc code added for genital hemorrhage, vaginal hemorrhage and menorrhagia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), genital haemorrhage ('heavy abnormal bleeding'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching on (B)(6) 2009, bacterial vaginosis on (B)(6) 2009, vaginal discharge abnormality on (B)(6) 2009 and menorrhagia. Concurrent conditions included breast pain since (B)(6) 2010 and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). In 2009, the patient experienced abdominal pain lower ("abdominal pain/severe cramping") and pain in extremity ("aching leg pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (ablation, ablation and bilateral salpingectomy and hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and pain in extremity was resolving and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2008, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and pain in extremity ("aching leg pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and pain in extremity was resolving and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter and patient demographics were added.concomitant drugs were added. Events per pfs: vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia and aching leg pain. And event outcome was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.